Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
Doctor reports that primary stability was not achieved with tsvtb8 implant in tooth site #20.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: d4 lot number ID updated. D4 expiration date is added. D4 unique identifier (UDI) number is added. H4 device manufacturer date is added. H10 is updated.